Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. Reporter¿s complete mailing address was not provided. UDI:(B)(4).

Event description:
It was reported from (B)(6) that during preparation for an unspecified procedure, it was observed that the battery oscillator device stopped working. This event did not occur during surgery. There was no patient involvement reported. It was reported that there were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the electrical control unit and the thread saw blade coupling were damaged, and the device would not run. The device also failed pretests for check oscillation frequency with frequency meter, check function of device and check the quick coupling for saw blades. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance.